Manufacturer narrative:
A non-qualified cartridge was indicated. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The lens model is only qualified for use a specific cartridge. The root cause for the reported lens damaged is most likely related to a failure to follow the directions for use (dfu). The lens model is only qualified for use in the specific cartridge. The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. Information was provided that the reported capsule rupture occurred before the lens implant. (B)(4).

Event description:
Additional information was received reporting during the last quarter of aspiration, the patient suddenly moved her head on the table. The incision was enlarged. The patient was hospitalized and was treated with medication. A secondary implantation is planned.

Manufacturer narrative:
(B)(4).

Event description:
The iol was decided to be implanted in sulcus. During implantation, the front haptic came out twisted and the hind haptic was broken. The implant was removed. The incision was closed with two 10-0 monofilament stiches. The patient was temporarily left aphakic. The surgeon provided additional information that the iris was sutured. Also, there was a thinning of the papilla.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was damaged and removed during the initial procedure. Due to the removal of the damaged lens, the patient experienced iris lesion, bleeding, a capsular rupture, and a vitrectomy.